Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 1mtec30 cartridge was split. There was patient contact. Through follow-up, additional details were provided confirming that the tip of the cartridge split. The cartridge split while inserting the lens, however, the surgeon was able fully insert the lens. The lens was not damaged, therefore, the surgeon left the lens in the patient's operative eye. There was no injury to patient and no intervention was done. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/29/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed a 1mtec30 cartridge with only trace amounts of viscoelastic residue on the inside of the cartridge. Further inspection revealed a crack in the cartridge extending from the tube to the cartridge tip. The complaint issue can be confirmed; however, due to the amount of viscoelastic residue present this may be attributed to not using enough viscoelastic residue during insertion and it cannot be confirmed to be due to manufacturing. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.